Manufacturer narrative:
Initial.

Event description:
It was reported that the user had just started on the ilet pump and experienced a blood glucose reading of approximately 362 mg/dl on the first day of use, with no clear precipitating factor identified; glucose levels trended down without intervention, and the user remained on therapy until the insulin cartridge was depleted, after which the user called for assistance reconnecting. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication and interviews with the user and analysis of information provided by the user. Investigation of this case revealed that no findings were available, the device problem and component could not be determined due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.